Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during last fill. The caregiver said ran short of solution because the supply bag fell and disconnected. The caregiver reconnected it and the home patient (hp) continued therapy. The technical service representative (tsr) explained about not reconnecting solution bags. The tsr assisted to end therapy. The tsr advised to let the registered nurse (rn) know about the supply bag disconnecting /reconnecting to continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the caregiver (cg). The cg stated they understood the proper setup procedure and to not reuse supplies. The cg stated they were able to continue therapy once they started over with new supplies. The cg stated there was no injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error-reuse of single use product due to use error was confirmed because the caregiver (cg) ran short of solution because the supply bag was left loose in error and disconnected. The caregiver reconnected the supply bag and the home patient (hp) continued therapy. The technical service representative (tsr) explained about not reconnecting solution bags. The tsr assisted to end therapy. Cg stated they were able to continue therapy once they started over with new supplies. Since it cannot be determined why the caregiver (cg) re-used the supply bag, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.